Event description:
It was reported that customer¿s pump displayed malfunction alarm, but no additional details or blood glucose information were provided. There was no reported impact to the customer¿s blood glucose level. Distributor noted that pump later started, charged, and was recognized by computer with no event found on the reported date, though pump history showed prior malfunction on earlier date, and customer¿s pump was planned for return and replacement pump was provided.